Event description:
Information received from an affiliate indicated that a patent became hypotensive during a carotid artery stent implant procedure. The target lesion was the right internal carotid artery described as 80% stenosed with mild calcification. An angioguard was placed beyond the lesion and pre-dilation was performed with an unknown balloon. A 9.0mm x 30mm precise stent was implanted and post-dilated with an unknown balloon. At some point during the procedure the patient became hypotensive and was administered a vasopressor drug. The patient's blood pressure returned to normal four days later. The angioguard was successfully retrieved and the procedure completed. According to the physician, this more likely occurred due to carotid sinus reflex. There was no neurological symptom on the patient.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2009-00722. Additional information will be submitted within 30 days of receipt.